Event description:
It was reported by the customer that it was very hard for the medicine liquid to come through the bd safetyglide¿ needle. The following information was provided by the initial reporter: as per cs, very hard for the medicine liquid to come through the needle itself.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that it was very hard for the medicine liquid to come through the bd safetyglide¿ needle. The following information was provided by the initial reporter: as per cs, very hard for the medicine liquid to come through the needle itself.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 22-dec-2022. H6: investigation summary: it was reported it was hard for the medicine to come through the needle. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Four samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided material number 305916, lot number 2024137. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2024137 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.